Manufacturer narrative:
The reported event of high impedance was confirmed. Both leads were returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken. The fracture wires are consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-48895. It was reported the patients leads displayed high impedance. As a result, the patient underwent surgical intervention wherein the patients leads were explanted and replaced. Surgical intervention addressed the issue.